Manufacturer narrative:
The device has been explanted but we have not received it back from the md.

Event description:
Right-side late forming seroma; right- side double capsule.

Manufacturer narrative:
The device was returned with a shell failure and moderate yellowing of the gel. The cross section of the failure was analyzed using optical microscopy; striations were observed. The suspected cause of shell failure is surgical instrument damage.

Manufacturer narrative:
Sientra complaint: (B)(4). Submitting this report to add additional information and corrected data to the correct serial number. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.